Event description:
On (B)(6) 2009, the pt reported that she had an air bubble in her insulin cartridge. She stated that she inserted the insulin cartridge the previous day and she noticed the air bubble when she woke up this morning. She was assisted with removing the air bubble by removing the insulin cartridge from the infusion device and manually pushing the air out of the cartridge using the plunger rod. She then primed and removed the air from the infusion tubing. She stated that she allows insulin to reach room temperature prior to use. She was educated on properly adjusting the piston rod of the infusion device before inserting the insulin cartridge. A request for additional training was submitted. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.